Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. In addition of the above evaluation, a noise was observed to occur from the blower. Therefore, the blower was replaced. Stirring fan foam, 43-micron filter were also replaced along with the blower replacement. The ac power was connected, the ac power led did not turn on. Therefore, the power supply board was replaced. Scratches were observed on the following components. Therefore, the front enclosure, rear enclosure, and flow sensor assembly were replaced. The software was also uploaded, which was not related to the malfunction/issue.